Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labelling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak shortly after bypassing to fill 1. The patient found fluid leaking and immediately disconnected. She was unsure of the leak source. She was advised to discontinue treatment and reset with new supplies. The set has not been made available for evaluation. During follow-up the patient reported that she had completed treatment with a new set up and did not have complications. Later follow up with the patient's pd nurse determined that the patient did later develop peritonitis, however it was attributed to a distinct break in sterile technique that occurred later and was not attributed to this leak event.